Event description:
While using the device, the max button was functioning but the min button was not working at all. A new handpiece was given to the tech, then plugged into the generator and it functioned properly.